Manufacturer narrative:
A siemens applications specialist (as) was dispatched to the customer's site. The as reviewed the calibration and quality control (qc) data. The as noted that there was little difference in the calibration values both pre and post qc failures. The as observed a salt buildup between the sodium (na) and reference electrode, and between the reference and waste line. The as ran replicates of ion selective electrode as patient with qc. The as then setup a rule in centralink to disable testing if qc (or patient moving average) breaches 1>3 standard deviations westgard rule. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found further salt build up around the reference electrode connections. The cse cleaned the salt and connection and ensured all electrodes were correctly seated. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on multiple patient samples on an advia 2400 instrument. The customer ran approximately 120 samples between quality control (qc) being in range in the morning to qc being out of range in the afternoon. The discordant results were not reported out to the physician(s). The samples were retested on the same advia 2400 instrument. The customer amended 128 patient results. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.